Manufacturer narrative:
Initial reporter is a synthes sales consultant (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(6) reports an event as follows: it was reported that on an unknown date, a patient underwent an osteosynthesis surgery with the proximal humerus internal locking system (philos) due to a fracture. During the implantation of the proximal humeral plate, it was impossible to remove the plate from the insertion handle. The surgeon removed the implanted plate and another plate was implanted that was not minimally invasive. It was noted the surgeon had to do additional drilling. There was a surgical delay of at least two (2) hours. Procedure and patient outcome are unknown. Concomitant device: screw (part/lot unknown, quantity unknown). This report is for an proximal humerus internal locking system (philos). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device history records review was completed for part: 441.903s, lot: 2l46714. Manufacturing location: raron, release to warehouse date: dec 17, 2018, expiry date: dec 01, 2028. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Product investigation was completed. The received plate shows several mechanical damages on entire part's surface. This damages are clearly caused post manufacturing considering the evidence that anodized layer is partially disappeared. Besides this observations, no other damages were detected. The function test could not be performed because the received insert handle is damaged in a manner which prevents accurate testing. The problem as per complaint description could not be replicated anymore. Our investigation has shown that the complaint condition is confirmed because of the damage of the insert handle. The damaged screw from the insert handle did not allow a proper disassembling from the plate. The root cause was identified during the performed evaluation in combination with the investigation outcome and therefore the in the investigation flow listed remaining investigation steps are not required. Finally, we conclude that the cause of failure is not due to any manufacturing non-conformance. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from france reports an event as follows: it was reported that on an unknown date, a patient underwent an osteosynthesis surgery with the proximal humerus internal locking system (philos) due to a fracture. During the implantation of the proximal humeral plate, it was impossible to remove the plate from the insertion handle. The surgeon removed the implanted plate due to it was impossible to detach the insertion handle and another plate was implanted but not mini-invasive. There was a surgical delay of at least 2 hours. Procedure and patient outcome are unknown. Due to system limitation, this event is captured under this (B)(4) and linked (B)(4). Concomitant device: screw (part unknown, lot unknown, quantity unknown) . This report is for one (1) extraction screw. This is report 2 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Therapy date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated concomitant devices: screwdriver (part 314.020, lot l516549, quantity 1); screwdriver (part 314.020, lot 9700925, quantity 1); screwdriver (part 314.070, lot 9457849, quantity 1); screwdriver shaft (part 314.036, lot l210974, quantity 1); conical extraction screw (part 309.520, lot 7719375, quantity 1); screwdriver shaft (part 314.036, lot 7719599, quantity 1); screwdriver shaft (part 314.030, lot 9302774, quantity 1); conical extraction screw (part 309.521, lot 588804, quantity 1); conical extraction screw (part 309.521, lot 8109354, quantity 1); conical extraction screw (part 309.530, lot 2281319, quantity 1); conical extraction screw (part 309.521, lot 9771187, quantity 1); screwdrvier shaft (part 314.550, lot 3l32077, quantity 1).